Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ejected without being formed and it fell into the patient when the device was used for the blood vessel of the gallbladder. The fallen clip was removed with a forceps. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was there any tissue damage? No. If so please explain the damage and how the tissue was repaired? Which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the device was fired out of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital.